Event description:
Patient reported that over one year ago their device displayed a bolus (on the device's screen) that the patient did not program. Patient's blood glucose was not affected, and no treatment was received. Patient switched to back-up device.